Event description:
On (B)(6) 2012, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high as compared to the patient's normal feelings/result(s). The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the reporter that the patient's normal readings are usually between ¿"00-150 smg/dl" and that the patient manages her diabetes with insulin, humalog and humalin (unknown doses). At an unspecified date and time in (B)(6) 2011, the reporter stated that the patient obtained the alleged high reading of "150mg/dl". The mss was informed by the reporter that the patient "increased her insulin dosage by five to six units" in response to the reported issue. Approximately two hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling "jittery, lightheaded, and sweaty" and immediately after, self treated with a glucose tablet and ate a snack with orange juice. About thirty to forty-five minutes later, the patient "felt better". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.